Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the patient had passed away due to a cardiac event. It was further reported that the "implanted device failed to activate...and did absolutely nothing on the day she passed." Follow up communication was attempted with the patient's physician, however a response has not been received to date.